Event description:
According to the report, in 2007, the surgeon used bioglue over the valve anastomosis during an aortic valve reconstruction procedure with a mechanical valve. At approximately 11 months later, the patient returned and upon performing a redo aortic valve reconstructive surgery, the surgeon noticed that the original mechanical valve seemed to have "retracted" away from the patient's native tissue. Bioglue was still present and appeared as if the tissue had "melted" away. The surgeon removed the patient's mechanical valve and bioglue, then re-implanted a similar mechanical valve.

Manufacturer narrative:
This investigation is ongoing, and additional information will be provided in a follow-up report.